Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of infection and dehiscence are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with an open scrotal wound approximately 12 days after implantation, indicating a possible infection. Although the device was functional, it was presumed to be infected. A surgical procedure was performed in which the ipp system was explanted, followed by a washout and salvage using tactra cylinders. There were no additional patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of infection and dehiscence are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. This report is report is being submitted to correct the evaluation conclusion code field (h6) in section h, device manufacturers only.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with an open scrotal wound approximately 12 days after implantation, indicating a possible infection. Although the device was functional, it was presumed to be infected. A surgical procedure was performed in which the ipp system was explanted, followed by a washout and salvage using tactra cylinders. There were no additional patient complications reported.